Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered infusion tubing pinched event on 13-oct-2024. No further information available.